Manufacturer narrative:
Section d4 & h4: additional information. Section b5, d11, h3: corrected information. Manufacturer's investigation conclusion: the reported event of driveline power fault alarm was confirmed via the log files. The log files spanned approximately 6 days ((B)(6)2020 per the timestamp). Driveline power fault alarm (internal error code f4) activated on (B)(6)2020 at 04:22 due to power a broken fault. The alarm resolved after the driveline was disconnected on (B)(6)2020 at 13:04 for a controller exchange. The alarm did not affect the controller¿s ability to operate the pump at the set speed limit. No other notable alarm was observed. The returned modular cable, lot 154746, was operated on a mock circulatory loop and no alarm was reproduced. Per provided information, the alarm resolved after exchanging the system controller and mod cable. A root cause of the reported event was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Lot 154746 was shipped to the customer on (B)(6)2015. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 6-¿caring for the equipment¿ explain how to properly maintain the integrity of the modular cable. This section also instructs the user to check the driveline daily for signs of damage such as cuts, holes, and tears, and to call the hospital right away if the driveline is damaged. The driveline needs to be cleaned by gently wiping any dirt or grime using a towel with mild dish soap and warm water. Heartmate iii patient handbook section 10 ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate iii lvad, including inspecting the driveline cable for signs of damage and ensuring that the modular in-line connector is secure and the connector locking nut is in the locked position. Ensure no yellow indicator is seen under the in-line locking nut. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the driveline power fault. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer reference number: (B)(4).

Manufacturer narrative:
The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient¿s log file was submitted for review as the patient¿s system controller is showing driveline fault alarms. Log file submitted revealed that the pump is running normally until the driveline was disconnected from the controller on (B)(6) 2020 at 12:00am. The driveline appears to have been reconnected ~37 seconds later. The pump reestablishes the set speed with a new driveline power fault latched on. The patient¿s controller and modular cable swapped, and the alarms reported to have resolved. No further information was provided.